Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events summarized: 8. Restorelle: 8 - attachment: [oto asr june-july 2018.pdf].

Event description:
As reported to coloplast though not verified, patient's legal representative stated the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries.